Event description:
Customer reported on (B)(6) 2013, the insulin pump was accidently washed in the washer. Customer stated there where water dotes in the screen. Customer's blood glucose was 329 mg/dl. Blood glucose was high since customer was not on the device. Customer put the device in a bag of rice and it worked for a week then it stopped working. The device was not dropped or bumped. Customer was not aware if the device had cracks on it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device alarmed compromised force sensor system during basic occlusion test due to cracked end cap. Occlusion test, prime, and excessive no delivery alarm testing were not completed due to the device alarming compromised force sensor system. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The device was received with corroded motor assembly and corroded electronic assembly noted during visual inspection.